Event description:
It was reported that during a procedure a patient received a 3rd degree burn of the upper lip during a procedure at the user facility. The patient received cooling with water at 10°c for 15 min immediately, application of vaseline and monitor healing of damaged tissue. There was no surgical delay during procedure.

Event description:
It was reported that during a procedure a patient received a 3rd degree burn of the upper lip during a procedure at the user facility. The patient received cooling with water at 10°c for 15 min immediately, application of vaseline and monitor healing of damaged tissue. There was no surgical delay during procedure.

Manufacturer narrative:
Device was being returned to us but was evaluated at ous service center. Follow-up report submitted to document device evaluation results.